Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The components adjacent to the broken wire did show damage. The complaint was confirmed by failure analysis. Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action.

Event description:
Refer to h11 for follow-up information.